Event description:
The patient is implanted with a scs system which includes two leads with the same lot number. It was reported the patient is no longer receiving effective stimulation. The patient will leave the stimulation off for 10 days and medications will be changed. Surgical intervention may be pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention to explant the leads and ipg.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).